Event description:
During arthroscopy, while using left curve hook scissors from shutt set, stationary blade broke off in knee joint. The broken blade was successfully removed after 45 minutes worth of effort to locate by x-ray and then remove. Unknown if this happened due to a malfunction or user technique. The instrument and blade are now location in risk management.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.